Event description:
It was reported that device detachment occurred. The target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. The opticross 18 imaging catheter was selected for use. However, the catheter pushed off the wire and a fracture occurred at the transducer. The device was removed intact from the patient and the procedure completed with another of the same device.